Event description:
Reporter indicated a vns (B)(4) computer was freezing during the "interrogation successful" screen. A hard reset would resolve the screen freezing. The suspect computer and flashcard were returned for analysis. No anomalies were identified with the flashcard analysis. The screen freezing event on the "interrogation successful" screen was duplicated.